Event description:
(B)(6) to whom it may concern: receive a warm greeting. As a preamble to the events that I am going to tell you I want to inform you that I have allergies since 2011 with a work incident, the one that was taken care of by the state insurance fund and it was a reason for social security disability. These symptoms have remained a little more controlled once I left the work area and staying at home. Besides being in immunization treatment for about 3 years. During all this time my allergies were kept under control with montelukast 10mg, azelastine hydrochloride and fluticasone propionate nasal spray (twice daily) and levocetirizine 5mg at night, those that have been prescribed by the pulmonologist. By means of the present I wish to express before you the events that have happened to me when using the machine for sleep apnea serial number (B)(4), manufactured by the philips respironics company. I have been using this machine for about 4 and a half years. I have allergies as I have previously expressed, about a year and a half ago ((B)(6) 2020) I began to experience allergic reactions at night when using the machine. This has never happened to me before when using it. During the night there were sometimes events of continuous sneezing that forced me to remove the machine and caused me both nasal congestion and watery eyes. He had to wait until he stopped sneezing and could breathe before putting the machine back on so he could sleep. These events are becoming more and more common despite using allergy medications (those listed at the beginning of this letter). On the recommendation of a pulmonologist, look for an allergist to help me control allergies every day I have become more sensitive and now the symptoms are constant. From a controlled situation to one that has become difficult again for me I am currently undergoing immunotherapy treatment for allergies. The first method proposed by the doctor does not it worked for me. I am in his second modification to the treatment and I continue the same. Right now I can't continue with him treatment because the doctor will not continue to work with my health insurance now I am looking for another doctor to continue my treatment and to control what is happening to me. I never imagined that what happened to me at night was due to the use of the apnea machine when I saw the recall of the machines I began to tie the things that were happening to me at night. I checked it and found the black foam residue in the water chamber of the machine. I never gave malice to that. Now I understand the reactions at night, I have been swallowing those particles and that is why the sneezing and mucus at night. When I visited the allergist, I went for the symptoms that appeared at night when he used the machine. When he checked me he found abnormal discharge from my nose and post nasal discharge from my throat. These symptoms are increasing every day and there are nights that I have had to consume benadryl in addition to the medications of continuous use and it has not been easy nights. Sometimes I don't know which is worse if the treatment or the consequences of the machine. These symptoms are constant some days more marked than others, but they are there. I they have done allergy tests and I have reacted to mixed molds I, ii, ii; insects mix, fire ants, mixed grass, mixed trees I, ii; mites; sahara dustl; formaldehyde, phenol, ethanol, and glycerin. I know which is the foam compound that he has the machine but I can tell you that my body has been in contact with it. What the final consequences are going to be, I don't know right now. Because right now that is not known. I can only say yes. FDA safety report ID# (B)(4).